Event description:
Customer reported via phone call that they received a no delivery alarm during priming. Customer stated that yesterday the y noticed a crack on the insulin pump and a weak battery and failed battery test alarms. Cracks on the insulin pump were noted to be near the reservoir compartment. Troubleshooting for the battery issues was not possible as the customer did not feel comfortable removing the batteries from the insulin pump. Advised customer the device will be replaced.

Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to verify excessive no delivery alarm, failed battery test and weak battery alert due to blank display. Unit received with cracked case at reservoir tube window corners and battery tube threads. Unit received with broken belt clip slot. Unit received with minor scratches on lcd window.